Event description:
Pt received subtalar implant in 2007. At post-op visit two weeks later doctor discovered implant had migrated anteriorly. Pt returned the next month and device was removed. Pt did not received replacement prosthesis. Pt discharged in satisfactory condition.

Manufacturer narrative:
This is first time use by this surgeon. Previous mba implant user that implant is barrel-shaped, rather than tapered. Sizing in different with talar-frt. No similar reports of anterior migration in the database.